Manufacturer narrative:
Tech found a very slow head drift. The tech replaced the CPR valve to resolve the issue.

Event description:
Account alleged that the head of the bed will not stay up. No alleged injuries.